Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. In this case a portion of the rim of the polyethylene liner has fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and subsequent disassociation of the liner from the cup. The returned ceramic femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. It is suspected that the acetabular cup was positioned more vertically than recommended by surgical technique contributing to the edge loading. Review of provided low quality x-rays confirms eccentric loading of the femoral head on the acetabular cup. A review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation has found no product problem identified therein. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Broken pe liner after pinnacle implantation on (B)(6) 2010, revision surgery was necessary, surgeon changed the liner on (B)(6) 2013 primary surgery: (B)(6) 2010, revision surgery: (B)(6) 2013, patient felt a kind of "snap" in the hip after having had some strange complaints during the three days before pictures are available

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.